Event description:
Boston scientific received information that this pacemaker went to elective replacement indicator (eri) earlier than expected. Boston scientific technical services (ts) provided the estimated longevity of the device and stated that the estimates came out higher than what the device lasted. Ts also discussed potential causes of decreased longevity. The device was analyzed through memory dump and it was found out that based on its programmed settings the device appears to meet the minimum longevity of 75% and with auto capture programmed on and in the past it may have met about 80% longevity. The device was operating near a current bin boundary and this may have caused the abrupt changes in longevity seen. The device was out of service and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.